Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study regarding a patient. It was reported that the event was not related to one of the leads (contacts 0-7) and possibly related to the other lead (contacts 8-15). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was updated that the event was unlikely related to the study procedure and not related to the leads. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced an uncomfortable sensation of paresthesia. It was unknown what actions were taken and unknown what the outcome of the event was at the time of the report. Additional information from the healthcare professional (hcp) reported via a manufacture representative (rep) on (B)(4) 2018 noted the actions/intervention taken to resolve the uncomfortable sensation of paresthesia was reprogramming occurred at the 3 month visit. On (B)(6) 2018, it was reported that the patient experienced uncomfortable paresthesia. The patient reported uncomfortable sensation during the three month visit. On (B)(6) 2019, it was noted that the uncomfortable paresthesia resolved on (B)(6) 2018. The patient¿s device was interrogated and the device was reprogrammed. It was noted it was probable the event was related to reprogramming of the implanted device and it was probable that the event was related to the spinal cord stimulation therapy. On (B)(6) 2019, additional information stated that the patient had painful paresthesia on (B)(6) 2018. They had a painful, electric shocking sensation when they were walking and raising their hand over their head, which occurred intermittently. Reprogramming was performed and the issue was noted to be resolving/recovering as of (B)(6) 2019. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the event was possibly related to the leads. The event date was updated to be (B)(6) 2018. The event outcome was not recovered/not resolved. No further patient complications were reported as a result of this event.